Manufacturer narrative:
Citation: flechsig m et al. Remote ischemic preconditioning neither improves survival nor reduces myocardial or kidney injury in patients undergoing transcatheter aortic valve implantation (tavi). J clin med. 2020 jan 7;9(1). Pii: e160. Doi: 10.3390/jcm9010160. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations.(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an assessment of the effect of remote ischemic preconditioning on myocardial injury, acute kidney injury, and 6-month mortality in patients who underwent transcatheter aortic valve implantation (tavi). All data were collected from a single center between february 2014 and december 2016. The study population included 132 patients and was predominantly male with a mean age of 82 years and a mean weight of 78 kg. Of those, 122 were implanted with medtronic corevalve or evolut r transcatheter bioprosthetic valves. No serial numbers were provided. Among all patients, 16 deaths from any cause were observed within 6 months after tavi. Multiple manufacturers transcatheter valves were involved in the study and no further details about the deaths were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, new onset arrhythmias (atrial flutter/fibrillation, atrioventricular block I-iii, and unspecified branch block), valve thromboembolism that required valve-in-valve implantation or conversion to open heart surgery, disabling stroke/transient ischemic attack, valve embolization, myocardial injury (elevated high sensitive troponin t/cardiac troponin levels), need for 2-5 post-implant balloon dilations, mild-moderate aortic regurgitation, major bleeding complications, and vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.